Event description:
It was reported that the patient presented to the emergency room on (B)(6) 2023 with a suspected infection following a traumatic event. Surgical intervention was undertaken in which the patient's scs system was explanted, oral and intravenous antibiotics were administered, and the patient was admitted to the hospital to address the issue.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Event description:
It was reported that the infection resolved.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.